Manufacturer narrative:
Follow-up (4/3/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have an error 4 issue (236). In addition the results were outside the acceptable range (190). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "8.0 mmol/l" with the subject meter; however, did not recall the result obtained on the other device. As a result the calculated difference of these glucose results could not be determined. This complaint is being reported because the subject meter did not meet lfs accuracy criteria .there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (09/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/4/2013 and 9/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.